Event description:
It was reported that the pt had a condition that required an MRI. The pt had also mentioned that she was occasionally getting uncomfortable stimulation. The pt had her system (stimulator and lead) removed on (B)(6) 2011, the MRI was performed that afternoon, and a new system was implanted. The stimulator was turned on and the pt stated she was feeling stimulation and it was not uncomfortable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly; the ins was functionally ok. The ins output was tested at the cut end of the lead. Good, stable output was observed on each electrode pair. Final device analysis of the lead revealed that the conductor was stretched and broken at or near the tines and circuit #1 was open. The body insulation was cut through and the lead was segmented. There were set screw marks on the proximal piece of the conductor. Continuity for the proximal segment was acceptable. The distal segment showed circuit #1 open and was broken at the tines. The insulation between the electrodes was compressed at the distal end, but this was due to explant damage.